Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient felt dizzy after exercise. Review of the presenting rhythm indicated a slow ventricular tachycardia, which was in the patient's history. There was an alert for previous high, out-of-range left ventricular (lv) impedance; however, at the time of this event the lv impedance was within normal range. The lv impedance trend had been slowly increasing over time. The cardiac resynchronization therapy defibrillator and lv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the patient felt dizzy after exercise. Review of the presenting rhythm indicated a slow ventricular tachycardia, which was in the patient's history. There was an alert for previous high, out-of-range left ventricular (lv) impedance; however, at the time of this event the lv impedance was within normal range. The lv impedance trend had been slowly increasing over time. The cardiac resynchronization therapy defibrillator and lv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Further engineering investigation was conducted of the device's diagnostic data that was downloaded and submitted to boston scientific technical services for review. It was determined that the out-of-range pacing impedance measurements were indicative of an lv lead issue and not an intermittent high impedance condition associated with the device's spring contact and lead terminal ring as previously reported. All available evidence indicates the cause of the event was due to the lv lead and not the device.

Event description:
It was reported that the patient felt dizzy after exercise. Review of the presenting rhythm indicated a slow ventricular tachycardia, which was in the patient's history. There was an alert for previous high, out-of-range left ventricular (lv) impedance; however, at the time of this event the lv impedance was within normal range. The lv impedance trend had been slowly increasing over time. The cardiac resynchronization therapy defibrillator and lv lead remain in service and no adverse patient effects were reported.